Manufacturer narrative:
Philips service formatted the sd card and reset the configuration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot due to an sd card issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.